Event description:
This patient had a total of four cypher stents implanted in three vessels: mid-lad (2), proximal rca (1), and mid-rca (1). This patient experienced returned to the hospital with chest pain approximately four months post index procedure. Three days later, the patient underwent an urgent angiogram for acute coronary syndrome. Angiography revealed instent restnosis of three cypher stents (proximal rca and mid-lad). The rca was treated as the culprit with poba. One week later, in a staged procedure, the mid-lad was treated with poba. This patient was admitted to the hospital with a chief complaint of unstable angina. The patient was currently taking aspirin, statins, and plavix.